Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor start/stop button was unresponsive and/or the power light was flashing. The power cord was unplugged and plugged back in with no change to the monitor. It was also reported that the transmissions would not go through on the remote monitor. The patient also reported getting shocked by either the monitor or implantable cardioverter defibrillator (ICD). Follow-up was conducted with the patient's clinic and the clinic stated that no shock was delivered by the ICD. A new monitor is being ordered for the patient. The monitor is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was returned and analyzed. The bench power up test passed with good power supply and the debug mode test passed. No defect was found.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.